Event description:
A zoll distributor returned battery pack sn: (B)(4) to report that it would not power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn: (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was depleted cells. The cause of the depleted cells was isolated to loose spot welds on pads 1, 2 and 3 at the bus bar. The root cause for the loose spot welds could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the loose spot weld.